Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: 3016119728. While the reported astato xs 9-40 guide wire is currently marketed in the us under the model number paghw143094 and the brand name astato xs 40, the subject device is marketed in some areas outside the us under the model number pagh143094r and the brand name astato xs 9-40. The reported astato xs 9-40 guide wire was returned for investigation. The outer coil of the returned astato xs 9-40 was found fractured at the mid solder (located at 15mm from the wire tip to fix the outer coil onto the inner coil). The fracture end of the outer coil was necked, which was a trace of ductile fracture. .the core wire was found fractured at approximately 13mm distal to the mid solder. Microscopic observation of the fracture end of the core wire found a flat fracture surface, indicating that accumulated torsional stress had contributed to the fracture, as well as helical marks on the shaft likely caused by torsion. Measurement of the returned astato xs 9-40 guide wire suggested that the core wire was fractured at approximately 2mm from the wire tip and the outer coil was detached at approximately 15mm from the wire tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsional stress might have been locally accumulated to the distal segment of the subject astato xs 9-40 guide wire while the distal segment of the guide wire was caught by the heavily calcified lesion. Consequently, the core wire was fractured. As tension was applied during withdrawal attempts, the outer coil was stretched and fracture. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that plain old balloon angioplasty (poba) was performed for a heavily calcified chronic total occlusion (cto) in the distal segment of the left superficial femoral artery (sfa). When an asahi astato xs 9-40 guide wire was used, the guide wire was trapped in the lesion and the distal radiopaque segment of the guide wire (approximately 30mm in length) was fractured. The scheduled percutaneous transluminal angioplasty (pta) was performed, and the wire fragment was not removed but pressed against the vessel wall. It was informed that there were no adverse patient affects to the patient caused by the event.